Event description:
It was reported that cartridge alarm 20 occurred and that caller experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged pump replacement and discussed an out-of-warranty loaner pump option.